Event description:
Connection issues associated with the atrial and ventricular channels during the implantation procedure; therefore, the device was not implanted. The physician has watched the lead connection video posted on the company website, but the recommended methods were not applied.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.